Manufacturer narrative:
The product code was reported as #: 35700. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not detect an upstream or downstream occlusion during testing in the pharmacy department. The pharmacist clamped the line and let it run for several minutes at 100 ml/hr from a primary infusion set up without an alarm. There was no patient involvement. No additional information is available.